Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. A large amount of debris and dust was adhered to the inside of the video connector socket . Depending on the state of the debris and dust and the connection situation of the video connector, the tele contact of the scope communication line becomes a connection failure and the image does not output, and the b30 error occurs. The instructions for use includes the following statements: error message: scope communication err (b30) possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the device. Possible cause: the video system center cannot communicate with the endoscope. Solution: stop using the endoscope and contact olympus. Irregularity description: the endoscopic image does not appear on the monitor. Possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source.

Manufacturer narrative:
There is no additional information for this event as yet. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, wit test light source and scopes, the b30 error was not observed. The user¿s complaint was not confirmed. However, found heavy dust and debris inside video connector blocking the pins and causing no video image. Unit needs to be cleaned. The device has the new type of switch.

Event description:
As reported for this event, during an unknown diagnostic procedure a b30 error was observed for the device and there was no image and no color bas. The device was swapped out for another and the procedure completed. There is no reported patient harm or adverse impact.